Event description:
Information received from a healthcare provider (hcp) reported that they think the patient&#38112;spinal cord stimulation (scs) device was not working. The caller had no further detail at the time of this report. It is unknown when the issue occurred. No patient symptoms were reported. Indications for use are spinal pain and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.